Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample was received at the manufacturing site and it is awaiting evaluation. (B)(4).

Event description:
An ophthalmic surgeon reported that the cassette leaked onto the floor during a procedure. The product was replaced and procedure completed with no patient harm.

Manufacturer narrative:
The lot complaint history was reviewed, this is the eighth complaint for the finish goods lot; however, the first for this issue. The device history record shows the product was released per specifications. The returned sample was visually inspected and there were no obvious defects observed. The infusion cannula, the administration and the probe manifolds were cut off. The right bottom corner on the drain bag was cut. Surgical residue was observed in the drain bag and the fluid path of the cassette. The elastomers on the cassette were correctly engaged to the cassette. A full internal pressure leak test was then conducted on the cassette utilizing an external pressure source and no leakage was detected. A console representing a current software version was then used to test the sample. The sample could prime, and pass intraocular pressure calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. No leakage was detected from the manifolds, connectors, or drain path between the consumable and console. After functional testing no leakage was detected from the pump elastomer or on the pump area of the fluidics module. The presence of fluid leaking from the cassette was not confirmed. After both leakage and console laboratory testing, inspection of the sample indicated no signs of continued leakage from the pump elastomer or cassette. Furthermore, there were no signs of fluid leakage onto the fluidics console due to leakage from the cassette. The cassette passed functional and performance testing. After a thorough investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).